Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the patient's obtuse marginal artery. An initial attempt to inflate the balloon catheter appeared to be unsuccessful under fluoroscopy. The sds was negatively prepped a second time and another attempt to inflate the balloon catheter was also unsuccessful. Another negative prep of the sds was performed and a different inflation device was used in a successful attempt to inflate the balloon catheter. Upon an attempt to withdraw the sds, it was noted that the balloon would not deflate. The sds was subsequently withdrawn from the patient with some resistance. Upon withdrawal of the sds, the stent was not observed to be on the balloon catheter. There were no attempts made to retrieve the stent. Chest pain and transient ischemic EKG changes were subsequently reported and resolved without medical intervention. There were no additional clinical sequelae reported relative to the event.